Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and a blood infection. The cause of the peritonitis was unknown. The patient was hospitalized for the event on the same day as onset. The date of diagnosis for the blood infection was not specified. On an unreported date, the patient began treatment for the peritonitis with inj. (Injection) vancomycin, 1 gram, once in five days; inj. Reflin, 1 gram every day; inj. Fortum, 1 gram, every day (routes were not reported). The treatment for the blood infection was not reported. At the time of this report, the patient remained hospitalized and dianeal therapy was ongoing. The outcome of the peritonitis event was unknown and the outcome of the blood infection was not reported. No additional information is available.

Manufacturer narrative:
The patient was discharged from the hospital 19 days after admission. On an unreported date, antibiotic therapy was discontinued. The patient was recovered from this peritonitis event 23 days after event onset. Should additional relevant information become available, a supplemental report will be submitted.